Event description:
Implanted with essure birth control in 2013. Went after 3 months for the f/u hsg confirmation test. Confirmed blocked. I stopped having periods shortly after and continued cycle free since. I noticed some things but never thought it was related. The last year has been worse. I began to notice excessive bloating as well as other unexplained problems. On (B)(6) 2016, I became ill and ended up in tanner emergency room. There, I was told I was pregnant and not bloated. This was a shock to me, being as I was confirmed blocked by the required hsg test. I had the "permanent" sterilization performed because my family was complete. Upon my research, this is more than common than I knew. I also know being pregnant with essure has placed me at hight risk. I am in the process of obtaining a doctor with the knowledge of how to handle my pregnancy. Once an active adult, not having an unwanted pregnancy. No abortion will be performed loss of hair, unexplained bruising. Some days are better than others.